Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The patient suffered high-grade stenosis in the proximal area of atherectomy, a pta of restenosis in the target lesion was recommended. The patient was treated with aspiration for a distal embolism of the target lesion. There was no complication